Event description:
It has been reported that the occlusion balloon deflated during use. The balloon started to hold and appeared to occlude the vessel. The dye shot test was fine. When placing the stent, the area was tested again with dye and could not visualize the balloon on floro. Reinflated the balloon and noticed drops coming out of the balloon.